Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was unavailable for return.

Event description:
Buttom part of dual clean brush head came off when brushing [device breakage]. No adverse event. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on 06-mar-2018 that the bottom part of an oral-b dual action brushhead (dual clean) came off when he was brushing. The consumer noted that the brush head was quite old. This was not the first time that the consumer had used this particular version of brush head. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.